Event description:
On (B)(6) 2010, I underwent a left total hip arthroplasty procedure. I received a depuy pinnacle 60 mm cup, a pinnacle metal on metal liner, 20 x 15 size 36 + 12 stem with an extra large 20f cone. Soon after surgery, I began experiencing severe pain and discomfort. Due to chronic pain, discomfort and other symptoms, I underwent a revision, of the left hip replacement. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my left thigh, hip, buttocks, and groin area. I also feel extreme discomfort when sitting, walking, or standing for periods for periods of time. Diagnosis or reason for use: osteonecrosis of the left femoral head. Dates of use: (B)(6) 2010 to (B)(4) 2011.